Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): robotic versus electromagnetic bronchoscopy for pulmonary lesion assessment: the reliant pragmatic randomized trial 10.1164/rccm.202409-1846oc paez-2025-robotic versus electromagnetic bronc.pdf. Https://doi.org/10.1164/rccm.202409-1846oc.

Event description:
A review of the article reported the following adverse event. Postoperative pancreatic fistula (popf) occurred in two patients who also experienced abdominal infection, necessitating thoracic drainage. One patient required antibiotic treatment.